Manufacturer narrative:
Dob: not provided. Gender: not provided. Weight: not provided date of event: (B)(6) 2013. Meter serial #: not provided. Test strip lot#: not provided.

Event description:
On (B)(6) 2013, the healthcare professional/reporter in (B)(6), a nurse, contacted lifescan to report the one touch verio pro meter was giving inaccurately low readings. The technical service representative (tsr) contacted the reporter several times to obtain and verify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, a nurse tested a patient in the intensive care unit using the reported meter and obtained a blood glucose reading of "approximately 100 mg/dl." Within an unspecified time period, the patient's blood glucose level was tested via a laboratory method with a result of "greater than 1200 mg/dl." No information was provided about the condition of the test strips or the nurse's testing technique. The reporter noted she concluded that use error may have contributed to the meter issue, and provided a new onetouch verio pro meter to the ICU department. It would have been helpful to determine the date and time of this event, the patient's admitting diagnosis, if he experienced any symptoms of high or low blood glucose levels and what treatment he received. The reported meter has not been returned to lfs for evaluation, and the meter's serial number and test strip lot number were not provided. However, the reported issue (obtaining a low blood glucose result on a verio pro meter when the true result was said to have been very high) is consistent with the issue leading to the removal and recall of the one touch verio pro meters. The meter was replaced. The patient was already in ICU when the event occurred. It is not clear if the allegedly inaccurately low reading obtained on the reported meter may have contributed to any patient injury. However because the patient got a low reading on the subject meter while the blood glucose was reportedly much higher this complaint is being reported.